Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to observed heart rates in the 100 beats per minute (bpm) range with right atrial (ra) lead loss of capture (loc). Upon review of histograms, heart rates were observed in the 100 bpm range regardless of ra capture, and egm review showed atrial undersensing. The rates appeared to increase due to as becoming faster and shortening the a-v time. The patient reported noticing higher heart rates, especially at night. Technical services (ts) discussed troubleshooting options and programming considerations, and the patient was referred to the physician. Additional information received reported that the patient likely had some retrograde pathways and was tracking at rates over 100 bpm. Subsequently, the device was set to ddir, which resolved the issue. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.